Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units second battery port not recognizing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, their facilities biomed department looked at machine. Found dust build up in battery port. Removed dust by blowing out port with compressed air, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text: customer done the repair.